Event description:
It was reported by the patient that there was a red call doctor icon for this device. The patient was forwarded to the clinic. Latitude reports indicate the last transmission occurred almost a month ago. There have been no recent transmissions uploads at this time. It is currently unknown what caused the red call doctor icon. The device remains in use. No adverse patient effects were reported. Multiple attempts have been made to obtain more information. However, no additional information was received. Should any additional information be received, a supplemental report will be sent.